Event description:
The customer reported a bad connection between the p-cap and the reservoir. The customer stated that insulin was leaking from somewhere, but was not dripping from the cannula. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.